Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection of the photograph showed a longitudinal fissure approximately 0.5 cm on the blue air vent. The reported condition was verified. The cause of the condition could not be determined. An ncr has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed in the spike¿s air vent of a solution administration set. This was noted during priming. There was no patient involvement. No additional information is available.